Manufacturer narrative:
S/w ver 4.11c retainer = clear case type = ngp the customer returned the pump for allegedly rejecting new batteries, the battery not lasting that long, buttons are hard to press, slower than usual rewind, cracked insulin compartment found on 4/13/2023. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08710 inches. Successfully downloaded the trace and history files using thus. All buttons operated properly and rewind functioned properly during testing. A review of the pump history file shows the following power/battery-related alarms/alerts on or close to 4/13/2023 (event date): two (2) failed batt test (battery failed) alarms (3/5/2023 at 10:52 and 10:54) one (1) low battery alert (4/8/2023 at 16:27) one (1) batt out limit (power loss) alarm (5/14/2023 at 17:22) no excessive or unusual power/battery-related alarms were noted in the history files. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked reservoir tube lip, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Low battery life and unexpected failed batt test (battery failed) alarms are not confirmed. Cracked reservoir tube lip is confirmed. Keypad anomaly (buttons hard to push) is not confirmed. Rewind anomaly is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump had a hairline crack in the pump casing at the insulin compartment, the pump rejected new batteries, the pump was slower during rewind, and the buttons were harder to press. The customer also reported the insulin pump got recalled for a clear retainer ring. No further details were provided. Troubleshooting was not performed and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.